Event description:
On 27-feb-2026, it was reported by a sales representative via email that the dx fibertak anchor from an ar-8988-cp fiberlock suspension implant kit pulled out of the second metacarpal. This issue was discovered during a procedure on (B)(6) 2026. Additional information was received on 10-mar-2026: during a cmc suspensioplasty procedure, the anchor malfunctioned and was removed from the patient. The case was completed using a suture only with an ar-7500 suturetape. The surgery was delayed by approximately 20 minutes. No additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.